Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received with the customer's complaint of separation. Though nothing is available for the investigation, this failure has been observed in the past as a result of insufficient solvent application when attaching the tubing to drip chamber. The manufacturing team is aware of this issue and there are corrective actions in place to eliminate further occurrences of this failure. A device history record review for model 10014881 lot number 22119316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There was one quality alert that was concerning an incorrect diameter of tubing during the production of this lot however all affected sets were quarantined and destroyed prior to being shipped. It is possible but unlikely that this quality alert affected the experienced failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set the tubing broke when spiking the bag. The following information was reported by the initial reporter with the verbatim: rn was in the process of hanging the patient's chemotherapy. When spiking the chemo bag the secondary tubing broke causing the chemo to spill on the floor and possibly the rn's shoe. The rn was able to clamp the tubing to prevent all of the chemo from spilling out. It was reported that this issue with the tubing has occurred approximately 4-5 times before in the past. No patient harm. This was the first time the breakage occurred with chemo and resulted in a chemo spill. The breakage point was at the same junction on the tubing as the previous incident.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on 04 aug, 2023. Medwatch report # (B)(4). H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set the tubing broke when spiking the bag. The following information was reported by the initial reporter with the verbatim: rn was in the process of hanging the patient's chemotherapy. When spiking the chemo bag the secondary tubing broke causing the chemo to spill on the floor and possibly the rn's shoe. The rn was able to clamp the tubing to prevent all of the chemo from spilling out. It was reported that this issue with the tubing has occurred approximately 4-5 times before in the past. No patient harm. This was the first time the breakage occurred with chemo and resulted in a chemo spill. The breakage point was at the same junction on the tubing as the previous incident.